Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to snap a used cartridge onto the pump. Reportedly, the cartridge was in use for over 3 days. The customer successfully loaded a new cartridge. The customer's blood glucose level was 133 mg/dl.